Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV. Device remains implanted and is due to be explanted. This relates to the left side.

Event description:
Healthcare professional later reported left side is not ruptured. The device has been explanted.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV. Device remains implanted and is due to be explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified the weight the device within specification, yellow particles in the shell and deformation. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.